Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that the patient was not receiving effective therapy from the l1 lead. Diagnostics revealed that the l1 lead was kinked. As a result, surgical intervention was undertaken wherein the patient's system was explanted and replaced on (B)(6) 2020. Therapy was resumed following the procedure.